Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not able to be interrogated. The device had been implanted in 2009 in the united states. The patient was currently in (B)(6). The distributor representative reported the device replacement is still being considered and no further information was available. No adverse patient effects were reported.